Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 50 mg/dl at the time of incident, 140 mg/dl. Customer treated with 10 units of insulin bolus. Troubleshooting was not performed. Customer states insulin pump had critical pump error. The insulin pump will not be returned for analysis.